Manufacturer narrative:
Investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Three returned samples provided in the complaint and 1 control tube were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation, a root cause could not be determined within the scope of this evaluation. This complaint was the 1st complaint received for this lot number and the as reported defect.

Event description:
It was reported that tube pst plh 13x100 4.5 plbl l/gn had poor barrier separation. The following information was provided by the initial reporter: "it was reported that the gel is at the top of the specimen post centrifugation. Smax case details: I wanted to let you know that we had another mint green tube that spun down with the gel layer on the top red cells in the middle and the plasma on the bottom. It happened about an hour ago. This tube was never put on the power express and was placed in a table top centrifuge. When the tube was removed and looked at it was then placed in another table top centrifuge and respun. There was no difference after the second spin. This time I have the lot number from the tube - 0133393 exp 5-31-2021. We had another mint green which spun fine from the same lot of green tubes shortly before this tube. I do have a picture of the tube however my email does not seem to want to accept the photo. As soon as I can get the picture to my computer I will forward it to you. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube pst plh 13 x 100 4.5 plbl l/gn had poor barrier separation. The following information was provided by the initial reporter: "it was reported that the gel is at the top of the specimen post centrifugation. Smax case details: I wanted to let you know that we had another mint green tube that spun down with the gel layer on the top red cells in the middle and the plasma on the bottom. It happened about an hour ago. This tube was never put on the power express and was placed in a table top centrifuge. When the tube was removed and looked at it was then placed in another table top centrifuge and respun. There was no difference after the second spin. This time I have the lot number from the tube, 0133393 exp 5-31-2021. We had another mint green which spun fine from the same lot of green tubes shortly before this tube. I do have a picture of the tube however my email does not seem to want to accept the photo. As soon as I can get the picture to my computer I will forward it to you."